Manufacturer narrative:
The device was returned the original packaging (opened) and mangled. The sheath was broken in half. A small container was returned with several broken pieces of the tip. The device was covered in blood/other bodily fluids. This confirms that this device was in fact used and there was patient involvement. Upon further inspecting the device, it appears as though the entire tip may not have been returned. Based on the evaluation, the user's technique cannot be ruled out as a contributory factor.

Event description:
The service center was informed that during a therapeutic ureteroscopy with lithotripsy procedure, a portion of the access sheath broke off and fell into the patient. The device fragments were retrieved using a flexible grasper. The intended procedure was completed. The device was inspected prior to use and no abnormalities were observed.

Manufacturer narrative:
This supplemental report is being submitted to report the original equipment manufacturer (OEM) device evaluation results. Please see the updates in sections: g4, g7, h2, h3, h6 and h10. The OEM, teleflex medical, provided their own investigation for this device and the following information is a result of that investigation. Pictures of the device were sent to the original equipment manufacturer (OEM). The pictures showed the shaft and dilator fractured approximately half way down the shaft. The pictures also show the dilator tip broken into multiple pieces. A DHR review was conducted on lot 09j1500011, the lot was manufactured using two dilator lots 08a1500544 and 08m1400343. These devices were manufactured approximately four years prior to this complaint. Both dilator lots passed inspection, there was a rejection for overall length and tip od during start up, but neither contribute to the embrittlement condition. Based on similar reports, the breakage was environmentally related to exposure of the device in the health care facilities which result in degradation and embrittlement of the dilator polymer. Teleflex believes that there is no manufacturing, material, or process related cause for this failure mode and would be considered within teleflex's control. Because of this the OEM is unable to confirm the complaint.